Event description:
Inner tip lugs are broken off and missing. Contact at hosp said the device was found to be not functioning during a surgical procedure. As location of missing piece is unknown, co is taking a conservative approach and filing.